Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Review of the post market surveillance surveys noted "the only issue was removing the nut from acetabulum cup, there was still a good amount of torque as the nut is a bit long and it can destabilize a cup that is not rock solid. Maybe a shorter nut would be just as effective and easier to remove."